Manufacturer narrative:
No sample was returned for eval. The customer did not provide lot or serial numbers for further investigation. The customer refused to provide additional info about the event, a contact name for more info, and the surgeon's name for follow-up. The customer did not provide any info that a malfunction of the system had occurred. The root cause of the posterior capsule tear can not be determined at this time.

Event description:
The customer reported that, the pt underwent phacoemulsification with intraocular lens implantation in the left eye. During the procedure, the pt sustained a posterior capsule tear related to the I/a tip. An anterior vitrectomy was performed.